Manufacturer narrative:
The date of the event was reported as ¿during the last week.¿ the device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor device would not flow. The device was filled with an unspecified amount of unspecified antibiotics. The event occurred during patient use. There were no reports of patient injury, medical intervention, or adverse event. No additional information is available.